Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: I don't recall being told a device migrated') and adhesion ('adhesion') in a 32-year-old female patient who had essure (batch no. A02862-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pollakiuria ("bladder or urinary problems or changes: frequent urination"), migraine ("migraines / headaches"), micturition urgency ("urine pressure") and tension headache ("tension headache increased in frequency"). In (B)(6) 2012, the patient experienced libido decreased ("hormonal changes describe: decreased sex drive"), sinusitis ("infection (other) describe: increased sinus infection"), bronchitis ("bronchitis"), asthma ("asthma"), anxiety ("psychological or psychiatric problems condition"), depressive symptom ("psychological or psychiatric problems condition: depression symptoms"), acne ("rashes or skin conditions type: acne"), dry skin ("dry skin"), skin fissures ("cracked skin on heels"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), vaginal discharge ("vaginal discharge"), constipation ("chronic constipation"), abdominal distension ("bloating"), dyschezia ("painful bowel movement"), abdominal pain lower ("cramping"), back pain ("lower back pain") and gastrointestinal pain ("gastrointestinal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal prolapse ("infection (bladder/ urinary tract/vaginal) type: vaginal prolapse"). In (B)(6) 2014, the patient experienced food intolerance ("food intolerance"). In 2015, the patient experienced amnesia ("neurological conditions or problems type: memory loss") and feeling abnormal ("brain fog"). On (B)(6) 2015, the patient experienced adhesion (seriousness criterion medically significant), 3 years after insertion of essure. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's thyroiditis"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (exploratory surgery seeking pain/adhesion removal and colonoscopy looking for pain source and laparoscopic hysterectomy full, salpingectomy bilateral, adhesion removal & colonoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, libido decreased, vaginal prolapse, sinusitis, bronchitis, asthma, anxiety, depressive symptom, autoimmune thyroiditis, acne, dry skin, skin fissures, pollakiuria, migraine, amnesia, feeling abnormal, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, constipation, abdominal distension, dyschezia, food intolerance, micturition urgency, abdominal pain lower, tension headache and adhesion outcome was unknown, the dysmenorrhoea had resolved and the back pain and gastrointestinal pain was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, adhesion, amnesia, anxiety, asthma, autoimmune thyroiditis, back pain, bronchitis, constipation, depressive symptom, device dislocation, dry skin, dyschezia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food intolerance, gastrointestinal pain, libido decreased, menorrhagia, micturition urgency, migraine, pelvic pain, pollakiuria, sinusitis, skin fissures, tension headache, vaginal discharge, vaginal haemorrhage, vaginal prolapse and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Findings: left: 1 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, successful mechanical obstruction of both fallopian tubes. The lot number reported (a02862) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: I don't recall being told a device migrated') and adhesion ('adhesion') in a (B)(6) year old female patient who had essure (batch no. A02862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pollakiuria ("bladder or urinary problems or changes: frequent urination"), migraine ("migraines / headaches"), micturition urgency ("urine pressure") and tension headache ("tension headache increased in frequency"). In (B)(6) 2012, the patient experienced libido decreased ("hormonal changes describe: decreased sex drive"), sinusitis ("infection (other) describe: increased sinus infection"), bronchitis ("bronchitis"), asthma ("asthma"), anxiety ("psychological or psychiatric problems condition"), depressive symptom ("psychological or psychiatric problems condition: depression symptoms"), acne ("rashes or skin conditions type: acne"), dry skin ("dry skin"), skin fissures ("cracked skin on heels"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), vaginal discharge ("vaginal discharge"), constipation ("chronic constipation"), abdominal distension ("bloating"), dyschezia ("painful bowel movement"), abdominal pain lower ("cramping"), back pain ("lower back pain") and gastrointestinal pain ("gastrointestinal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal prolapse ("infection (bladder/ urinary tract/vaginal) type: vaginal prolapse"). In (B)(6) 2014, the patient experienced food intolerance ("food intolerance"). In 2015, the patient experienced amnesia ("neurological conditions or problems type: memory loss") and feeling abnormal ("brain fog"). On (B)(6) 2015, the patient experienced adhesion (seriousness criterion medically significant), 3 years after insertion of essure. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's thyroiditis"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (exploratory surgery seeking pain/adhesion removal and colonoscopy looking for pain source and laparoscopic hysterectomy full, salpingectomy bilateral, adhesion removal & colonoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, libido decreased, vaginal prolapse, sinusitis, bronchitis, asthma, anxiety, depressive symptom, autoimmune thyroiditis, acne, dry skin, skin fissures, pollakiuria, migraine, amnesia, feeling abnormal, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, constipation, abdominal distension, dyschezia, food intolerance, micturition urgency, abdominal pain lower, tension headache and adhesion outcome was unknown, the dysmenorrhoea had resolved and the back pain and gastrointestinal pain was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, adhesion, amnesia, anxiety, asthma, autoimmune thyroiditis, back pain, bronchitis, constipation, depressive symptom, device dislocation, dry skin, dyschezia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food intolerance, gastrointestinal pain, libido decreased, menorrhagia, micturition urgency, migraine, pelvic pain, pollakiuria, sinusitis, skin fissures, tension headache, vaginal discharge, vaginal haemorrhage, vaginal prolapse and weight increased to be related to essure. The reporter commented: current weight (B)(6). Findings: left: 1 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion, successful mechanical obstruction of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received. Case became serious incident. Lot number added. The event injury was replaced with new events from pfs: hormonal changes describe: decreased sex drive, abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal) type: vaginal prolapse, infection (other) describe: increased sinus and respiratory infections-asthma and bronchitis, psychological or psychiatric problems condition: increased anxiety and depression symptoms, autoimmune disorder type of disorder: hashimoto's thyroiditis, rashes or skin conditions type: acne and severely dry/cracked skin on heels, bladder or urinary problems or changes, migraines / headaches, tension headache, migration of essure device location of device: I don't recall being told a device migrated, neurological conditions or problems type: memory loss, brain fog, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: chronic constipation bloating, painful bowel movements, other injury(ies) or complication please describe: food intolerance. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.